Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery successfully.